Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). They then upgraded the software to the current revision. The device then passed all testing. Covidien reference: (B)(4).

Event description:
A report was rec'd from the USA stating that an 840 ventilator had blank display. After turning the ventilator off then back on the screen was erratic. The ventilator was not in use on a patient at the time that the malfunction occurred. The date of the event is unknown.